Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that one (1) motor drive unit was getting hot. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed and found a missing soak cap. Missing soak cap is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation was performed on the returned device and a noisy motor was found. Further evaluation revealed a corroded gearbox. These failures have been determined to be related to the reported event. No overheating noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. Based on this investigation, the need for corrective action is not indicated.